Event description:
During follow-up on event date, prolonged charge time was observed during manual capacitor reforms along with low battery voltage at 2.6v. The ICD was monitored monthly for battery voltage and charge time. It was reported to st. Jude medical on 09/13/2001 that the device was explanted due to premature battery depletion.